Event description:
1990 - bilateral breast augmentation w/silicone gel implants - subglandular 320cc. Ten years later, desires revision mild capsulation noted. 1 month later pt underwent bilateral capsulectomy w/removal of intact silicone gel implants. Pt augmented with 350cc. Mentor silicone gel implants bilaterally. No problems. Implants given to pt per request.